Manufacturer narrative:
Patient weight was requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent in for analysis after the patient stated their ventricular assist device (vad) system controller failed and they tried unsuccessfully to switch to their backup system controller. Emergency medical services (ems) was able to get the backup system controller connected and running. The log files captured a number of intermittent weak connections between the batteries and clips which resulted in low power advisories and power cable disconnect events on (B)(6) 2021 between 22:48 and 22:51. It was noted that the patient appeared to be waiting too long to replace their battery power. This was followed by a driveline disconnect at 22:53:19 until the driveline was reconnected at 22:55:32. It was presumed that the driveline may have been disconnected in an attempt to troubleshoot the low power advisory and power cable disconnect events. The file appeared normal until (B)(6) 2021 when there was another pump off/driveline disconnect event at 01:42:32. There were no alarm flags or system controller faults prior to the pump off/driveline disconnect. The reason was unclear, but it appeared to be a true driveline disconnect event. It was recommend the patient review the education material on the system controller alarms and actions to take with the alarms. Related manufacturer's reference number: 2916596-2021-04734.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a controller failure, was inconclusive (not determined) as there were no controller issues in the submitted heartmate 3 lvas controller event log file, no products were returned for evaluation and the customer did not reply to requests for additional event information. The reason for the reported event was not determined in this investigation. The log file contained approximately 3 days of patient event data. There were two driveline disconnects in the log file. One driveline disconnect was associated with the reported controller exchange (to the backup controller). The other driveline disconnect was unable to associated with any specific event but occurred during a period when transient power cable disconnect and low power advisory events were occurring. The power cable disconnect events in the log file are indicative of a momentary battery/clip terminal connection or power cable lead issue. The reason for the driveline disconnect could not be conclusively determined based on the log file. The heartmate 3 system controller (sn: hsc-078769) was made. The system controller was shipped to the customer with on (B)(6) 2019. The system controller was assigned to the patient on (B)(6) 2020. The firmware/software was ver 1.6.0. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) alarms and troubleshooting; power cable disconnected alarms; low battery advisories and the heartmate 3 lvas patient handbook alarms and troubleshooting; power cable disconnected alarm; low battery advisories. Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use inspecting and cleaning heartmate batteries and clips, the heartmate 3 lvas IFU caring for heartmate batteries and clips and the heartmate 3 lvas patient handbook caring for heartmate batteries and clips. Both the IFU and patient handbook provide instructions on how to exchange the system controller ¿system operations¿ and ¿how your heart pump works¿. The patient handbook cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the IFU warns: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from power sources. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 lvad (pump) will restart during a system controller exchange. No further information provided. The manufacturer is closing the file on this event.